Event description:
The account alleged that the side rail would not latch. No patient impact.

Manufacturer narrative:
The technician found the side rail latch was sticking. The technician cleaned and lubed the side rail to resolve the issue.